Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #2:the investigation is not complete. Trends will be evaluated. This report will updated when the investigation is complete. This is the same event as 1043534-2012-00776, 00778. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4) - evidence that product in specification when used.